Manufacturer narrative:
H3/h6: the system was serviced in the field and the power supply was replaced. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000535, product ID: bi71000450, the manufacturer representative went to the site to test the imaging system. They adjustment the power supply voltage to 5.15. The replacement the complementary metal oxide semiconductor (cmos) battery preventatively. System check during. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a generator communication error during surgery. Therefore, x-rays were not possible. There was a reported delay to the procedure of less than 1 hour due to this issue before the surgeon opted to abort the use of navigation and imaging. The suspected probable cause was that the power supply (ps1) having low voltage not in range may create the reported issue. There was no reported impact on patient outcome.